Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow-up revealed the patient's ipg was explanted and replaced (with a different model). Surgical intervention resolved the patient's issue.

Manufacturer narrative:
This ipg serial number is included in a field advisory. (B)(4) sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4)

Event description:
It was reported the patient stopped recharging her ipg as recommended. In turn, the patient lost stimulation due to her ipg being inoperable. X-rays were taken and showed no anomalies. An sjm representative met with the patient and confirmed the issue. As a result, the patient may undergo surgical intervention.